Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported her device has been emitting a constant tone. The device was interrogated and a programmer error code was encountered. Interrogation with a second programmer revealed that the deivce had reached eri (elective replacement indicated) in this short time. The device tones were programmed off and the device was replaced without further incident.